Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, home patient (hp) had a leak in the patient line. The technical service representative (tsr) had the hp check the entire patient line. The hp stated there was a hole in the patient line. The tsr advised the hp would need to start over with new supplies. Global product surveillance contacted hp's granddaughter (gd) on (B)(6), 2011. The gd stated that the hp was not sure if she had made the hole in the original cassette or if it came like that. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The leak complaint was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.